Manufacturer narrative:
Hill-rom technical support suggested to isolate the hi low motors and function controls. It is necessary for the resident® ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head hi low would self run up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).